Event description:
It was reported that an ilet pump issued alert 38 during a cartridge change, then displayed an unable to process message and would not rewind, resulting in elevated blood glucose to 186 mg/dl for approximately 30 minutes while using an inset 23"-6 mm infusion set with dexcom g7. Symptoms included hyperglycemia without ketone testing, medical intervention, or other acute effects. Outcomes included transient elevation of blood glucose without hospitalization, disability, or required assistance. Investigation included review of complaint details and device replacement logistics. Investigation of this device revealed a pump alarm and malfunction during cartridge handling consistent with a device operational failure affecting the pump mechanism. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.